Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead previously exhibited an issue. The field representative was unable to provide further information. The rv lead remains in service. No adverse patient effects were reported.